Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the metal sleeve broken off, it was hanging off at the front of the fiber. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The visual and microscopic and inspection confirmed that the metal cap was detached. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber and the fiber connector passed the test. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, the metal sleeve broken off, it was hanging off at the front of the fiber. Due to this, the procedure was completed using another device. There were no patient complications.